Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 14193 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 16 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no cryoconsole system notices generated. No performance issues were identified. All pressures and flows were in range and temperature curve had no oscillation or overshoot. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.378 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.